Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
American orthopaedic foot & ankle society (2006) published ¿hallux metatarsophalangeal joint arthrodesis using dome-shaped reamers and dorsal plate fixation: a prospective study¿. The purpose of this study was to determine the results of one method using dome-shaped reamers to prepare the joint surfaces and a low-profile dorsal titanium plate for internal fixation. Fifty patients (54 feet) had first mtp joint arthrodesis with a dorsal titanium plate with preset valgus and dorsiflexion after the joint surfaces were prepared with matching male and female dome-shaped power reamers to achieve congruous cancellous bone surfaces. Forty-nine of 53 patients returned for follow up at an average of 16 months after surgery. There were four nonunions, with one being a fibrous union having no progression of deformity. Three of four patients with a nonunion reported a good result subjectively with the fourth reporting a fair result. The patient with a fair result, reported moderate pain in one foot and moderate to severe pain in the other had a nonunion of the fusion site with loose hardware that required revision surgery.

Manufacturer narrative:
An initial medwatch was submitted against the hallulock plate. However, clarifications were made that the product in question is a hallufix plate. The device in question was not returned for evaluation. A review of the current instruction for use was performed. However, as no product ID and no manufacturing lot number was provided to integra, no device history record (DHR), design specification or design change record will be performed. Indeed, despite photo that is showing a 6-holes plate hallu®- fix (p/n 117450, lot d071) fixed on the first mtp, we have no information that could link this product to this incident. As DHR review and failure analysis could not be performed, root cause cannot be determined.